Manufacturer narrative:
The customer reported via phone call that the pump had a no delivery alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 585 mg/dl. The customer states the insulin pump alarmed no delivery. Then he went into a panic trying to insert a new reservoir, but it would insert. Troubleshooting was not performed, because the customer declined and treated with a manual injection for the high blood glucose. The device will not be returned for analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 585 mg/dl. The customer states the insulin pump alarmed no delivery. Then he went into a panic trying to insert a new reservoir, but it would insert. Troubleshooting was not performed, because the customer declined and treated with a manual injection for the high blood glucose. The device will not be returned for analysis. Treated high bg with injection